Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that while in (B)(6), her onetouch verioiq meter displayed an unknown error with a message to retest with a new strip. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014. In addition to her metformin (two pills/day), the patient stated she also manages her diabetes with diet and/or exercise; the patient denied making any changes to her regimen in response to the reported product issue. According to the csr¿s documentation, 30 minutes after the alleged product issue occurred, the patient reportedly developed red eyes and was frequently going to bathroom. At an unspecified time that day, the patient reportedly went to the doctor¿s office, obtained a blood glucose reading of ¿9.5mmol/l¿ with the doctor¿s office meter; and the attending physician reportedly increased her metformin regimen to four (4) pills per day. Since the patient did not have the test strips she was using at the time the alleged issue occurred, the alleged meter issue remains unresolved. Replacement products were sent to the patient. Given the short time between the onset of the alleged issue and the reported symptoms, it is unlikely the product issue contributed to the reported symptoms. There is also no evidence the patient received treatment for an acute complication for diabetes. However, this complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Test strip lot #: not provided.

Manufacturer narrative:
Follow-up # 1 ¿ (08/11/2014). The patient¿s meter has been returned on 7/11/2014 and evaluated by lifescan product analysis on 7/31/2014 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (09/26/2014). The lay user/patient¿s test strips have been returned on 08/26/2014 and evaluated by lifescan product analysis on 09/24/2014 with the following findings: the test strips involved with this complaint failed testing. On performance testing with control solution, an error 4 was observed with no assignable cause found. In addition, the returned test strip vial contained extra test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.